Event description:
It was reported that during an appendectomy procedure, the device locked after the first firing and staples did not form. Blue loads used. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the devices cut? If yes, were any issues noted such as jagged cut line, irregular cut, etc? Did the devices deliver staples? If yes, were the staples formed properly? Were any staples missing along the staple line? Did the same issue occur with both devices? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?